Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery.), critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and the advised customer that insulin pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. Successfully downloaded history files and traces using thus. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on (B)(6) 2025 at 14:30:00.000 and at 14:40:00.000 due to moisture damage on the electronic assembly. In addition, critical pump error (open book image) alarm triggered by three consecutive pump error 53 critical handling alarmed on (B)(6) 2024 at 01:42:50.000, (file number: 2005/line number: 5632) due to [hardware software error found in the history files. P-cap was unable to attach and lock into place properly due to missing reservoir retainer ring and missing o-ring (reservoir tube). The following were noted during visual inspection: end cap broken off, battery tube threads - cracked, cracked case-corner of belt clip rails, label damage (faded and stained), cracked case (battery tube), cracked case on battery side, scratched case, cracked keypad overlay at select button, stained keypad overlay, dog chew marks, detached retainer, missing o-ring (reservoir tube), missing display window/cover, keypad overlay texture damage and keypad overlay peeling. Critical pump error (open book image) alarm confirmed due to pump error 35. Pump error 35 alarm confirmed due to moisture damage to electronic assembly. In addition, pump error 53 was noted. Pump error 53 alarm was due to software error. Unit was also received with missing reservoir retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.